Manufacturer narrative:
The device has been received for evaluation. The investigation is in progress and findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition a complaint history review was completed for lot 110694 and no similar issues were reported for this lot. A review of the device labeling was completed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU cautions to not use the device if the tyvek lid has been opened or the packaging appears damaged. In such cases, the sterility of the device may be compromised. Any omitted information was not available. MFR reference #(B)(4).

Event description:
The surgeon reported that the tyvek lid on the device packaging was not sealed properly or correctly. The package did not open smoothly, and caused contamination upon opening of the product. The device did not contact the patient, and a backup was implanted without incident.

Manufacturer narrative:
A device was returned to the manufacturer but did not match the serial number of the reported complaint. Follow up with the customer confirmed that the returned device was the back up device that was used. The device is not available for evaluation. A retain unit from the same lot was obtained and evaluated. No nonconformity was found. The seal was found to be uniformed and cleaned. There was no resistance when the tyvek lid was unsealed from the tray. MFR # (B)(4).